Manufacturer narrative:
Unit passed displacement and self tests; it failed sleep current measurement and active current measurement tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, both the sleep current measurement and active current measurement fell within specifications. The high current measurements appears to be isolated to pcba2.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was 179 mg/dl at the time of the incident. Customer state that they received a low battery alert prior to the replace battery now alarm. The customer stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.